Event description:
Event verbatim [preferred term]. Jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria [osteomyelitis bacterial], she has a lot of bacteria and one type that is very hard to treat, actinomyces [actinomycosis], jaw opened up, got infected and had pus coming /abscess [abscess jaw], post-op complications [post procedural complication], , narrative: this is a spontaneous report received from a nurse from medical information team. A female patient received absorbable gelatin (gelfoam), since (B)(6) 2024. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: osteomyelitis bacterial (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria"; post procedural complication (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "post-op complications"; actinomycosis (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "she has a lot of bacteria and one type that is very hard to treat, actinomyces"; abscess jaw (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "jaw opened up, got infected and had pus coming /abscess". The patient underwent the following laboratory tests and procedures: culture: positive. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of osteomyelitis bacterial, actinomycosis, abscess jaw, post procedural complication. Additional information: caller was a nurse and also a patient and dental hygienist. She notes, per label, that gelfoam can cause infection if placed in areas of infection in the body. Caller states she had gelfoam placed in her jaw by a surgeon twice and has had post-op complications. Her jaw opened up, got infected and had pus coming out and then he did it again on second surgery last week and it looks like the gelfoam is trying to come out of her jaw. She states she is infected and has osteomyelitis, her cultures were positive, and the surgeon is putting foreign material in her body. She had surgery (B)(6) 2024 and they took her bone and it came back positive and she has a lot of bacteria and one type that is very hard to treat, actinomyces. Reporter states she is reinfected again. The first time the surgeon placed the gelfoam, he didn't know, but she was coming in on the premise that she had a jaw infection and everything came back positive. She doesn't know why the surgeon placed the gelfoam again as she's reinfected and has the abscess again and the crap coming out of her jaw. She's on IV antibiotics and this is happening. Her dentist looked at her last night and could see the exudate trying to "come out of her head" and she cannot get better. Caller is seeking peer reviewed, evidenced based articles supporting the labeled warnings that gelfoam can cause infection if placed in an area of infection in the body. Caller stated she does not know if pfizer made the gelfoam that she received. She stated she got a "resorbable gelfoam" but does not know what brand the surgeon put in her jaw. Planned to also share that brand gelfoam has been in a long term backorder situation so she likely would not have recently received a pfizer product but was unable to do so due to caller disconnecting. Initial corrective action: "n/a". Causality for "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria", "she has a lot of bacteria and one type that is very hard to treat, actinomyces", "jaw opened up, got infected and had pus coming /abscess" and "post-op complications" was determined associated to absorbable gelatin (malfunction)., comment: based on information available and according to the currently known safety profile of the product, a contributory role of gelfoam to the reported post-procedural complication described as osteomyelitis bacterial, abscess jaw, and actinomycosis cannot be excluded. The impact of this report on the benefit risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees, and investigators, as appropriate

Manufacturer narrative:
Investigation summary and conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria [osteomyelitis bacterial], she has a lot of bacteria and one type that is very hard to treat, actinomyces [actinomycosis], jaw opened up, got infected and had pus coming /abscess [abscess jaw], post-op complications [post procedural complication], , narrative: this is a spontaneous report received from a nurse from medical information team and product quality group. A female patient received absorbable gelatin (gelfoam), since (B)(6) 2024. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: osteomyelitis bacterial (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria"; post procedural complication (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "post-op complications"; actinomycosis (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "she has a lot of bacteria and one type that is very hard to treat, actinomyces"; abscess jaw (intervention required, medically significant) with onset 2024, outcome "not recovered", described as "jaw opened up, got infected and had pus coming /abscess". The patient underwent the following laboratory tests and procedures: culture: positive. The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of osteomyelitis bacterial, actinomycosis, abscess jaw, post procedural complication. Causality for "jaw opened up, got infected and had pus coming out/osteomyelitis/jaw infection/they took her bone and it came back positive and she has a lot of bacteria", "she has a lot of bacteria and one type that is very hard to treat, actinomyces", "jaw opened up, got infected and had pus coming /abscess" and "post-op complications" was determined associated to absorbable gelatin (malfunction). Additional information: caller was a nurse and also a patient and dental hygienist. She notes, per label, that gelfoam can cause infection if placed in areas of infection in the body. Caller states she had gelfoam placed in her jaw by a surgeon twice and has had post-op complications. Her jaw opened up, got infected and had pus coming out and then he did it again on second surgery last week and it looks like the gelfoam is trying to come out of her jaw. She states she is infected and has osteomyelitis, her cultures were positive, and the surgeon is putting foreign material in her body. She had surgery (B)(6) 2024 and they took her bone and it came back positive and she has a lot of bacteria and one type that is very hard to treat, actinomyces. Reporter states she is reinfected again. The first time the surgeon placed the gelfoam, he didn't know, but she was coming in on the premise that she had a jaw infection and everything came back positive. She doesn't know why the surgeon placed the gelfoam again as she's reinfected and has the abscess again and the crap coming out of her jaw. She's on IV antibiotics and this is happening. Her dentist looked at her last night and could see the exudate trying to "come out of her head" and she cannot get better. Caller is seeking peer reviewed, evidenced based articles supporting the labeled warnings that gelfoam can cause infection if placed in an area of infection in the body. Caller stated she does not know if pfizer made the gelfoam that she received. She stated she got a "resorbable gelfoam" but does not know what brand the surgeon put in her jaw. Planned to also share that brand gelfoam has been in a long term backorder situation so she likely would not have recently received a pfizer product but was unable to do so due to caller disconnecting. Initial corrective action: "n/a". Investigation summary and conclusion received on (B)(6) 2024: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Samples available? No. Follow-up (23sep2024): this is a follow-up report from product quality group providing investigation results., comment: based on information available and according to the currently known safety profile of the product, a contributory role of gelfoam to the reported post-procedural complication described as osteomyelitis bacterial, abscess jaw, and actinomycosis cannot be excluded. The impact of this report on the benefit risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees, and investigators, as appropriate.